Manufacturer narrative:
Brand name/common device name, model #/lot #: unknown abutment screw fractured abutment screw was discarded but implant was received by the manufacturer on may 8, 2017. PMA #: unknown abutment screw.

Event description:
Dr. Reports a fracture of an unknown abutment screw inside the implant (tsv4b11), leading to implant collar fracture in tooth location #19. The implant was extracted as a result of the event. Dr. Sent the fractured implant in but discarded the broken screw. Patient was rescheduled for bone grafting and possible new implantation.

Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded by the dentist. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.